Manufacturer narrative:
Complaint no: (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2367 (resume error, critical error found) alarm. The alarm occurred when turned the device was turned on. The patient was not connected. There was no patient involvement. No additional information is available.